Event description:
The hcp reported that patient was experiencing a recent escalation in the intraspinal medication dose of dilaudid 35 mg/ml at 1.4mg/day to dilaudid 40mg/dl at the same daily dose. The patient was experiencing a recent increase in his usual pain. An inflammatory mass was suspected. An MRI did not reveal a catheter tip granuloma. The catheter tip was at level t9 -t10. The hcp plans on doing a CT myelogram. The patient outcome was not reported.